Event description:
During a battery replacement due to normal battery depletion, when the old generator was being removed the silicone plug came out and it was also reported that the silicone plug came out of the new generator was well. The new generator was still implanted and all diagnostics values were within normal limits. The explanted generator was returned but product analysis is still underway. This report captures the silicone plug coming out for the explanted generator. MFR. Ref# 1644487-2022-00167 captures the silicone plug coming out for the newly implanted generator.

Event description:
During a battery replacement due to normal battery depletion, when the old generator was being removed the silicone plug came out and it was also reported that the silicone plug came out of the new generator was well. The new generator was still implanted and all diagnostics values were within normal limits. The explanted generator was returned but product analysis is still underway. This report captures the silicone plug coming out for the explanted generator. MFR. Ref# 1644487-2022-00167 captures the silicone plug coming out for the newly implanted generator.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.799 volts, and the memory locations on the generator indicated that 72.731% of the battery had been consumed. The septum plug being detached was observed in the pa lab. The returned septum meets specification requirements, and the pulse generator header septum cavity meets specification requirements. The septum shows damage on the underneath side suggesting that the setscrew was extracted up into the septum. The setscrew being extracted up into the septum may have been a contributing factor for the allegation of ¿detachment of component(s) septum plug¿. There were no performance, or any other type of adverse conditions found with the pulse generator.